Event description:
Additional information received reported that it was determined that the set screw housing was twisted during the lead implant procedure, which had occurred three weeks prior to the procedure where the twist was noted. It was noted that the hcp had not been given the field action until the morning of the second procedure, and did not have the field action at the time the single set screw of the lead cap was attached to the lead.

Event description:
It was reported that the lead cap twisted. Upon exposing the lead cap to prepare to connect the lead to an extension the set screw housing was twisted on the number 3 contact. It was reported that impedances were tested intra-operatively and were all in range. No actions were taken.

Manufacturer narrative:
(B)(4). The device is included in the urgent medical device correction letter, discussing leads being damaged at the proximal connector end of the lead when the lead cap is used in the implant procedure.

Manufacturer narrative:
Supplemental submitted to correct conclusion codes and device codes. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional review determined that this event was also reported in manufacturer report #3007566237-2013-00608. Any information relating to the event will be provided under this manufacturer report number.